Event description:
Information was received that while patient was attached to cadd tubing/ clox via pump, tubing had leaking at the filter junction. No patient harm occurred.

Manufacturer narrative:
Other, other text: additional information: d10, h6, h10: device evaluation: one smiths medical cadd tubing was returned for analysis in a used condition. During functional testing, a leakage was noted in the tube and filter union. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be manufacturing.